Event description:
A malfunction was reported on the pump, but no notable events occurred prior to this issue. There was no reported adverse impact to the customer¿s blood glucose level. The malfunction was resolved after technical support assisted the caller with resetting the pump, and the customer was advised they could continue using the pump without further issues.